Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient had a patent ima. The patient presented emergently with back pain. Imaging could not rule out a type I or a type ii endoleak. Another angiogram was performed one month later. Those angiogram results have not been reported yet. No further intervention has been reported. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak); (lack of information, unknown cause of endoleak). Conclusions: (lack of information, unknown cause of endoleak).